Manufacturer narrative:
Insufficient information provided to determine cause of complaint. However this lot of product is being recalled for inspection. See recall notice for MFR report number 9615387-2015-00004.

Event description:
Per complainant, the tourniquet ripped apart prior to torquing and a paramedic created a tourniquet which was used to stop bleeding. The only other information obtained was that the patient was unstable at the time of the incident and is now deceased. No further information has been obtained from the complainant at the time of this report filing. Pyng medical was made aware of this event on (B)(4) 2015.

Manufacturer narrative:
(B)(4).